Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received, and damage was observed on the stent. Visual examination of the stent revealed a bent stent strut located 2.2 centimeters proximally from the distal tip. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for this device have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered handling damage as the damage was observed prior to any contact with the patient and after the device was unpackaged.

Event description:
It was reported that in preparation for an unspecified procedure, stent damage was noted. Before the procedure, the physician noticed that a strut of the 2.50x20mm taxus libertã© stent was curved. This device was not used, and the procedure was completed with another of the same devices.